Event description:
Information received indicates the foot and head brake casters will not engage into brake.

Manufacturer narrative:
The technician found both brake linkages were broken. The technician replaced the brake linkage to repair the stretcher.